Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the left ventricular assist device could not be interrogated and the system controller lcd screen showed a communication fault. The customer tried the old system monitor and heartmate touch, but the controller could not connect. He system controller and modular cable were exchanged. Per the site, the patient felt faint immediately after disconnecting the left ventricular assist device, so the site was unable to take a picture of inside the modular cable. Log files from the new system controller were submitted for review. After the modular cable and system controller were exchanged, no further communication faults were noted after performing 25 power cable disconnects.